Event description:
The catheter lost prep during a procedure and was removed from the pt and reprepped. When "flicking" the tip to ensure that no air remained in the system, the tip seperated from the catheter proximal to the imaging window.